Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ material rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ calcification: unable to observe as it is a medical event that is not related to the device. ¿ inflammation: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side rupture, calcifications, and inflammatory reaction. Devices have been explanted and replaced.

Event description:
Healthcare professional reported left side rupture detected via MRI, ultrasound, and mammogram. The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been discarded.